Event description:
Customer reportedly received results of 39 mg/dl and 101 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Customer disconnected before providing suspect device info to the MFR; multiple attempts were made to obtain this info.